Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 300 (mg/dl) and high levels of ketones. The customer was placed on an IV of fluids while in the ER. Reportedly, the customer was unsure of the cause of the elevated bg level but believed something might be wrong with the pump. The customer's blood glucose level had lowered to 236 (mg/dl) at the time the customer was released from the ER. Reportedly, the customer began using manual injections and would discuss resuming insulin therapy via the pump with their healthcare provider.